Manufacturer narrative:
(B)(4). The field report was not stated or no reason given. External insulation abrasion was noted at 20.3-20.4 cm from the pin consistent with lead friction to the ICD can. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.